Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the gantry rotor was aligned and performed invalidate home. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the site was are unable to close the gantry door to complete monthly calibrations. No patient present.